Manufacturer narrative:
Upon further review of the reported information, following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, after preparing the iol the surgeon went to insert the lens noticed that leading haptic was already coming out opted not to implant. The surgery was completed on the same day with another unspecified lens. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).